Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient shut the device off because it did not work. It had been shut off for approximately two years. Patient stated it did not help her symptoms for bladder: leakage and incontinence. It worked for very small amount of time and it did not last long. A loss of therapy was noted. Patient thought it was more in her mind hoping it would work. Patient stated she had MRI two years ago and it was for the head and thought cervical area but was not sure. The patient¿s medical history included multiple sclerosis (ms)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.